Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been waking up with elevated blood glucose (bg) levels for the last 2 weeks. Elevated bgs were treated via correction bolus, and exercise (as recommended by customer&#38112;healthcare provider).